Manufacturer narrative:
Based on the information provided at this time, there is no way to determine to what extent if any the bard flat mesh may have caused or contributed to the problems experienced post implant due to the patient's medical/surgical history. While it was reported that the patient's "vaginal walls were prolapsing," there were no patient complaints. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2012 - the patient was diagnosed with uterovaginal prolapse with stress urinary incontinence. The patient underwent a sacrocolpopexy with implant of a bard flat mesh, burch colposuspension, telescopy, suprapubic catheter placement and lysis of adhesions. (B)(6) 2012 - the patient had an md office exam with complaints of occasional urinary incontinence. No other details were provided. (B)(6) 2013 & (B)(6) 2015 - the patient underwent a colonoscopy with colon polyp removal. The operative details provided did not mention any visualization or involvement of the bard flat mesh. (B)(6)2016 - the patient had an annual exam and it was noted "the vaginal walls were prolapsing;" however, the patient did not have any complaints. No other details were provided.